Event description:
The patient had two cypher stents placed end-to-end in the mid lad. Thirteen months later, the pt returned with a mid stent restenosis. A 3x16mm taxus stent was placed in treat it. The pt had an elective procedure for a lesion in the mid lad (lesion and vessel morphology are unknown). Two cypher stents of unknown size were implanted end-to-end. The pt was placed on plavix post procedure, and was reportedly complaint. Thirteen months later, the pt returned with a mid stent restenosis in the mid lad. A 3x16mm taxus stent was placed to treat it. There was no thrombus at the site. The pt was discharged in stable condition.